Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: the monitor sn (B)(4) and belt sn (B)(4) were returned to zoll manufacturing corporation. The equipment evaluation is currently underway. Based on a review of the flags there is no indication of a device malfunction that occurred prior to the treatment event. Device manufacture date: monitor sn (B)(4) was manufactured on 07/06/2015. Electrode belt sn (B)(4) was manufactured on 10/24/2014 the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock event was lack of response button use prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was a heart rate above the prescribed rate threshold. The rapid rate satisfied the detection algorithm's rate detector. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at <http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf>. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate treatment event. The patient was reported to be conscious at the time of the event. Rapid sinus tachycardia above the treatment threshold and motion artifact contributed to the false detection. Patient pressed response buttons earlier in detection sequence, but did not press response buttons prior to shock. The patient did not seek medical attention. There was no death or device malfunction associated with the inappropriate defibrillation event. The patient continued to wear the device.